Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that no steps were taken to resolve the sudden change in stimulation sensation as the patient did not want to pay for a doctor's visit to check/test the device. The patient wishes they would have never had the device put in, noting that she waited 10 months after it was put in to ride her horse and that it got messed up after the first time. It was further indicated that it is painful if she bumps the device where it is located in her body, and that she believes it to be a very poor product.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va0uhgh, implanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported that the leads moved. Patient services clarified, and the patient indicated that the stimulation sensation had moved in the couple of weeks prior to the report. It was noted that the patient went horseback riding one month prior to the report, and since then, she noticed her stimulation had suddenly changed. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.